Event description:
The customer reported that the surgery was for a laparoscopic malignancy of the prostate. During the 20th seal, oozing from a vessel of the anterior bladder occurred. The device was cleaned and use was continued. However, on the 30th seal, the boot of the instrument moved close to jaws and it was removed from the surgery. The overall bleeding of the patient was over 2200 cc. As a result, a transfusion was needed. The patient is under observation. The patient has a bleeding tendency and the surgeon was aware of this. Other coagulation instruments were used and were not effective as well. The total amount of bleeding from the patient was not a total result of the oozing of the vessel located in the anterior bladder.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.